Event description:
Per biomed - the image is not sharp and they cannot perform a line accurately. The images provided are still quite unclear and the staff are unable to safely discern the anatomy in order to perform the PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the image is still not sharp and they cannot perform a PICC line accurately. The images provided are still quite unclear and the staff are unable to safely discern the anatomy in order to perform the PICC was unconfirmed. The scanner image is comparable to a test scanner. Tried combination of scanner with customer probe and vice versa. Pictures were taken of each combination. Reported issue root cause: there is no root cause due to the problem could not be duplicated.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number (B)(4) is: unconfirmed as the failure could not be reproduced during evaluation. Reference: MDR number 3006260740-2021-03827.

Event description:
Per biomed - the image is not sharp and they cannot perform a line accurately. The images provided are still quite unclear and the staff are unable to safely discern the anatomy in order to perform the PICC.